Manufacturer narrative:
A siemens field service engineer (fse) was at the customer site during the time the discordant results were obtained. After evaluation of the instrument data, the fse determined that there were no issues with any other methods running on the instrument and there was no indication of an instrument malfunction. Upon follow up the customer stated that they suspect the issue is related to the serum tubes being used and have since switched to lithium heparin tubes. The customer is programming the middleware to repeat samples from the dialysis department in duplicate. The cause of the discordant, falsely elevated vancomycin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated vancomycin results were obtained on three dialysis patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s), who questioned them. The sample of patient 1 was repeated on the same instrument, resulting lower. The sample was then repeated two additional times, resulting as errors, due to over dilution. The sample of patient 2 was repeated on the same instrument, resulting lower. The sample was then repeated four additional times, resulting similarly to the first repeat result. The sample of the third patient was no longer available for repeat testing. No patient data was provided for the patient. The corrected results of sample patient 1 and 2 were reported to the physician(s). Upon follow-up, the customer stated another falsely elevated vancomycin result was obtained on a dialysis patient sample which resulted lower on three subsequent replicates. The patient data was not provided. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vancomycin results.